Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient acquired an infection at the ipg site. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue. The device was removed and the patient was discharged from the hospital three days later. There have been no reports of further complications regarding this event.